Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown head, lot #: unknown. Item #: unknown, unknown liner, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02829, 0001825034-2019-02827. Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Review of the available radiography identified superior dislocation of left hip arthroplasty and radiolucency of the bone cement. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient underwent a revision procedure on an unknown date due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.